Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery was depleting quickly. Additionally, it was reported when the battery gauge decreased to 1%, the pump displayed that the cartridge ran out of insulin. Reportedly, customer changed pump supplies to resolve issue. There was no reported impact to customer's blood glucose. Customer declined to provide further information.